Event description:
It was reported that the patient presented to the clinic for a follow up six months prior to (B)(6) 2022 when the pacemaker exhibited 9 years of estimated battery life. Six months later, on (B)(6) 2022, the pacemaker had 3.7 - 4 years of estimated battery life. The physician claimed the pacemaker had fast battery depletion. No intervention was performed. No patient symptoms were reported.